Event description:
It was reported that the patient received inappropriate therapy due to oversensed p-waves in the ventricular channel. The lead was dislodged into the atria. The lead was replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).